Manufacturer narrative:
(B)(4). Batch: r5az7f. Additional information received: was the device locked on tissue with the jaws closed? No information was provided. If yes, how was the device removed? No information was provided. Did the jaws eventually open? Yes. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Unknown. Investigation summary: the analysis results found that one ec60a device was returned with the closing trigger and anvil in the closed position and with a gst60w reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. Furthermore the knife was noted to be jammed and advanced into the anvil, thus the device would not open. Further analysis showed that the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy procedure, stapler jammed. Surgeon could not retract the knife. Unknown if the procedure was delayed. Procedure was completed successfully. Patient consequences were not reported.